Event description:
The customer reported that the central nurse's station (cns) shut off on its own. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut off on its own. The customer wants to know how and when the unit was shut down. The customer will collect the logs and provide them for review. There was no patient injury reported. Investigation summary: nihon kohden corporate (nkc) reviewed the logs provided by the customer and determined that the hdd (hard disk drive) was damaged, likely resulting from user errors, abrupt shutdowns, or power disruptions. This, combined with the natural wear and tear and the gradual degradation of the device, and its components over time, led to the corruption of the hdd. D10 attempt # 1: 07/02/2024 emailed the customer via microsoft outlook for patient information: the customer replied by stating; it was just the cns that was affected. UDI related data quality updates: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production. Identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut off on its own. The customer wants to know how and when the unit was shut down. The customer will collect the logs and provide them for review. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10: attempt # 1: 07/02/2024 emailed the customer via microsoft outlook for patient information: the customer replied by stating; it was just the cns that was affected.

Event description:
The customer reported that the central nurse's station (cns) shut off on its own. There was no patient injury reported.